Event description:
One lens was implanted with a reported post operative error of -7.0. Lasik surgery was performed to correct vision.

Manufacturer narrative:
Lens was implanted in (B)(6) 2012. Refractive error found. Reported to (B)(4) in (B)(4) 2012. Complaint classified as "invalid" due to the lack of info from the customer; complaint closed 0(B)(4) 2012. Lasik surgery performed 07/2013. Reported to (B)(4) in (B)(4) 2013. Complaint classified as "invalid" in (B)(4) 2013. Doctor implanted lens in sulcus, this lens is not intended for ciliary sulcus placement; lens is intended for capsular bag placement only. Customer used lens off label recommendations.